Event description:
The complainant had a impella cp and automated impella controller (aic) being prepped for use for the patient admitted in with acute myocardial infarction/cardiogenic shock. The nurse reported that the aic was showing a problem, "the purge disc was not recognized¿and subsequently the pump was not recognized. The clinical staff replaced both the pump and the aic which resolved the issue. There was no patient harm. This report is for the pump and another report will be sent for the aic.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E1 added initial reporter postal code as it was omitted from the initial report that submitted. H6 code a141203 was removed. H10 related report number was added. Investigation summary: the investigation has been completed. No product returned. Logs are not available for the date of the complaint. Pump not detected: clinical details noted that there were pump detection issues, including an "impella defective" alarm, so a new pump was used. No other details are known. The cause of the pump not being detected was not determined since no product/logs were returned and insufficient clinical details were provided. Device history review: the pump passed all post-sterile inspection checks.